Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a scratched screen. The top button does not click. The insulin pump had a sticky button. The insulin pump lost time. One to two minutes per month. Customer's blood glucose level was not reported. The device was not returned.